Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator opened the angio-seal device to prepare for use and noticed the device was defective. They then opened another device and completed the procedure. The patient was reported to be in stable condition. Additional information was received on 7/16/18. The procedure being performed was a coronary procedure. The dilator was noticed to be bent so a second angio-seal was used and worked successfully. The procedure outcome was successful.

Manufacturer narrative:
One 6fr angio-seal sts plus device was returned for evaluation. The arteriotomy locator, hemostatic sheath, a partially opened polyfoil pouch, and guidewire were returned as well. Visual inspection revealed there were no anomalies noted with the arteriotomy locator, sheath or guidewire. The partially open polyfoil pouch was then fully opened and the carrier tube assembly was examined. There was a kink in carrier tube assembly approximately 4.9485" from the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.